Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. International UDI#: (B)(4). The flow sensor was replaced to resolve the reported issue. The replacement flow sensor was defective upon installation, requiring a new replacement. A new replacement flow sensor was sent to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the airflow accuracy test failed at the 0 slpm setting. There was no patient involvement.